Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during dwell 1 of 4. The baxter technical services representative explained the alarm and had the hp cycle the power to get a system error 2367 alarm. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. Proper procedures were reviewed with the hp. The hp would start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. He stated that after starting over with new supplies, therapy went well. He did not notice anything unusual about his supply or set up, and did not see any air in the lines. Therapy since has been going well, and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2012. She stated that the patient had not contacted the clinic about this event, but that the patient was continuing therapy on his homechoice. There were no adverse effects reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if any additional information is received.